Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problems reported. The handpiece and the system were then tested. Both met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "pc tear" (capsular bag tear, posterior); "vitrectomy" (vitrectomy). Product problem(s): "could not hear any output from the handpiece" (device operates differently than expected). A biomedical engineer reported a bubble formed in the vitreous secondary to a pc tear. The case was extended but completed via vitrectomy. Additional info was received at the time of the service visit. The engineer reported the doctor could not hear any output from the handpiece when using it at low power. There was a procedure change and the case was then completed.